Event description:
Pt wore accuve 2 contact lenses for approx 4 years. In 2003 they began to have problems with eye pain and after several doctors and treatments was diagnosed with acanthamoeba keratitis. Pt spent 4 months on pain medication, had to drop out of school, and could not leave the darkness of their boarded up bedroom. Pt did receive excellent medical treatment at the facility, but stopped treatment too soon as the infection recurred in 2004. Once again pt is living in severe pain, unable to leave the darkness of their room, and lives with the possibility of losing their eye. Rptr wants a warning label on all contact lens containers listing the possibility of this vision threatening disease. Rptr understands that johnson and johnson expects 1 out of 10,000 contact lens wearers to become infected with the amoeba, but they never warn customers about the infection. Rptr feels like the FDA is as responsible as the MFR of the contacts.